Manufacturer narrative:
Upon investigation of the handpiece, it was found that the rear drill housing became unthreaded from the housing due to loctite not being present on the threads of both components. This may cause other components to shift, which may cause the drill to not turn properly.

Event description:
It was reported that during a craniotomy, the device was not turning properly. The procedure was delayed 30 minutes while back up equipment was obtained. Manual instrumentation was used to even out the skull bones, and the procedure was completed successfully.